Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer incorrectly entered 0.18 instead of 3.83 for a food bolus. While troubleshooting with tandem technical support, the customer reported that the event was most likely due to use error. The customer delivered the remainder of the bolus. Blood glucose was 288 mg/dl.